Event description:
In the process of trouble shooting "flow measurement inop", two melted bubbles were noticed on the block of the heated wire connector for a fisher paykel humidifier. Connector replaced. No injury to pt.